Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3487a-56, lot# v204275, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot# v203929, implanted: (B)(6) 2009, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy. The patient reported that he was having difficulty charging. The patient reported that he was going to have the device replaced. The patient reported that the reason for replacement was that he had an on and off problem with not being able to charge and the placement of the leads wasn't quite right. The patient reported that sometimes it would charge and sometimes it wouldn't. The patient reported that he wasn't able to connect. The patient reported that he thought the patient programmer could connect to the ins but there was nothing it could do. The patient reported that he knew there was a better device available and he would like to get it. The patient reported that right now he had a 2 wired lead and that it was just not doing it. The patient reported that if he could get the paddle in it, it would be less medication for him. The patient reported that the therapy did help but it never helped as good as the trial was. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back and stated that they haven't been able to get their ins working and needs a replacement. The patient was redirected to follow up with their health care provider. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.